Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.

Manufacturer narrative:
Updated fields:b4; d9; d8; g2; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. Corrected fields:b6; b7; d10. A getinge field service engineer (fse) evaluated the unit and verified cart was not holding helium and had a leak. The fse replaced high pressure regulator (0103-00-0637) but the unit still had a small leak. The fse removed and reinstalled helium lines and connections, reseated o ring. The unit passed the leak test and is not currently leaking. Unit can be returned for clinical use. Based on the evaluation results provided by the field service engineer, the issue was resolved by replacing regulator, removing and reinstalled helium lines and connections, reseated o ring. However, since no part was replaced or returned for evaluation, the root cause could not be determined.